Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted due to urinary stress incontinence. It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary problems, dyspareunia, and fistulae.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, bleeding, infection, urinary problems, dyspareunia, and fistulae. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/30/2016.